Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump issued an occlusion alert followed by repeated ¿unable to proceed, check alerts¿ messages and a restart alert for a motor stall during tubing fill, which persisted despite supply changes and a dry run; the pump was replaced and the user was advised to use backup therapy and shut down the device to avoid further alerts. Symptoms included no reported adverse clinical effects, and the patient reverted to backup therapy with no impact to blood glucose reported. Outcomes included interruption of insulin delivery and replacement of the device, with instructions to return the original unit and to resync data via the mobile app before return. Investigation included guided troubleshooting with rewind attempts and tubing fill trials that reproduced the error condition without generating new actionable notifications. Investigation of this device revealed continued motor stall behavior consistent with a device malfunction impacting insulin delivery despite attempted mitigation. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical or control fault leading to motor stall and inability to proceed.